Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). An interrogation discovered that the ICD had experienced a power on reset (por) and it was noted that the monitor was showing rates below the programmed lower rate. The right ventricular (rv) lead displayed intermittent loss of capture and ventricular tachycardia non-sustained (vtns) episodes. It was noted that the rv lead impedance levels were normal and while the patient did isometrics and body movement, noise and oversensing were seen. It was noted that the specific por code referenced is consistent with a shock shorting to the can, device/lead interaction, and potential insulation breach. Reprogramming was completed and the following day the device and rv lead were replaced. No patient complications have been reported as a result of this event.